Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb cable was damaged the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. It was confirmed that the pump was able to be charged with a different usb cable. There was no reported impact to the customer's blood glucose level.